Event description:
It was reported that during a routine follow-up, this implantable cardioverter defibrillator (ICD) recorded a high out of range shock impedance measurement, measuring greater than 200 ohms. Today, the device was checked, and the shock impedance showed normal measurements and past trend data also showed normal shock impedance measurements. Data was provided for review, but boston scientific technical services experienced difficulty reviewing the data due to the format of how they were provided. Boston scientific technical services provided troubleshooting options. No adverse patient effects were reported. This device and right ventricular lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, this implantable cardioverter defibrillator (ICD) recorded a high out of range shock impedance measurement, measuring greater than 200 ohms. Today, the device was checked, and the shock impedance showed normal measurements and past trend data also showed normal shock impedance measurements. Data was provided for review, but boston scientific technical services experienced difficulty reviewing the data due to the format of how they were provided. Boston scientific technical services provided troubleshooting options. No adverse patient effects were reported. This device and right ventricular lead remain in-service.